Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and 3 three-way stopcocks with tubing was returned for evaluation. A non-edwards contamination shield was located on the catheter body between 22.5 and 62 cm from the catheter tip. Blood was visible on the catheter body and balloon. Balloon was found to be ruptured around the circumference of the balloon latex and the ruptured edges appeared to match up. All through lumens were patent without any leakage or occlusion. No visible damage or inconsistency to the catheter body and returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and unaided eye. Customer report of balloon issue was confirmed during the evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is common clinical practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. It is unknown if user or procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The lot number of the catheter was obtained from eeprom data. Therefore, a device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that the syringe plunger of the swan ganz catheter could be pushed when measuring pulmonary artery wedge pressure (pawp), but the clinician was unable to pull the syringe plunger back on the third day of use. It is unknown if the inflation syringe was removed from the gate valve or if the balloon was able to deflate when removing the catheter. Additionally, it was confirmed that the balloon did not inflate and it was unknown if pulmonary artery wedge pressure was able to be measured initially. Further details could not be obtained. Patient demographic information requested but unavailable. There were no patient complications reported.